Event description:
It was reported that; on (B)(6) 2012, small xia primary surgery was performed. Then, 4th growing rod surgery was performed on (B)(6) 2015. In the surgery, the blockers loosening was found. The loosening blocker position is right side of both connector. Surgeon exchanged the blockers to new one and finished the surgery.

Manufacturer narrative:
Method: device evaluation and device history review. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Inspection of the returned blocker revealed evidence of multiple final tightening attempts as well as improper rod seating. Multiple tightening attempts can cause deformation to the blocker and tulip, which can affect the strength of the construct and contribute to blocker disassembly. Additionally, an improperly seated rod can also allow excess movement and generate various stresses that can also contribute to blocker disengagement. Conclusion: the most likely cause of the customer reported event is the improper final tightening of the blocker with the patient's activity possibly contributing to the event.

Event description:
It was reported that; on (B)(6) 2012, small xia primary surgery was performed. Then, 4th growing rod surgery was performed on (B)(6) 2015. In the surgery, the blockers loosening was found. The loosening blocker position is right side of both connector. Surgeon exchanged the blockers to new one and finished the surgery.